Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results for 3 patient samples on a cobas integra 400 plus analyzer. Patient 1 the initial result was 1.73 mg/dl. The result was reported outside the laboratory. Another sample from the patient was tested at another laboratory. Due to the discrepancy between the results, the initial sample was retested. On (B)(6) 2024 the repeated result was 0.9 mg/dl. Patient 2: on (B)(6) 2024 the initial result was 1.48 mg/dl. On (B)(6) 2024 the repeated result was 0.9 mg/dl. Patient 3: on (B)(6) 2024 the initial result was 1.25 mg/dl and the repeated result was 0.73 mg/dl.

Manufacturer narrative:
Qc and calibration data were inconspicuous. A general reagent issue was excluded. The field service representative replaced the wash syringe plunger seals and maintenance actions were performed. The customer used a draw volume of 3 ml instead of 5 ml for the tubes. No information regarding the tube manufacturer's specifications regarding clotting time could be provided. The investigation determined the issue was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.